Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient reported via sales representative being diagnosed with alcl. The device remains implanted. This record represents the left side.

Event description:
Patient representative reported patient experienced one breast "enlarged;" side not specified. Patient representative reported patient "has suffered and is continuing to suffer debilitating side effects from bia-alcl, including fatigue, pain, and physical deformities¿ and ¿physical pain and suffering, disability,¿ and ¿mental, pain and suffering, and loss of enjoyment of life.¿ the device has been explanted.